Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided images reveals the explanted tibial plate and bearing. No damages can be seen on the explanted devices. No further assessment can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture medial tibial plateau with distal displacement of medial tibial plateau fracture fragment, loosening of tibial component and varus tilt of the tibial component. Excessive valgus positioning of the femoral component could potentially cause excessive load on the medial tibial plateau increasing the risk of medial tibial plateau fracture. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). D10: 42522100710, articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 6-7, lot 67161490. 42502806002, femur trabecular metal cruciate retaining (cr) standard porous, lot 65561104 g2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 1 month post implantation of a right total knee arthroplasty the patient underwent a revision for fracture of the tibial plateau that was caused by a fall. The cause of the fall is unknown. Attempts have been made and all additional information has been provided.